Event description:
It was reported that a malfunction alarm with code malf 12 occurred. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support to reset the pump, which resolved the issue, and was instructed to call back if the malfunction recurred. Customer acknowledged and understood the instructions and continued to use the pump without further issues. Customer called back it was reported that the pump had another malfunction the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer is expected to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted, while technical support sent a replacement pump and provided instructions for returning the malfunctioning pump.